Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys estradiol iii assay result for one patient sample. The initial result was 1401.0 pmol/l and was reported outside of the laboratory. The clinician did not think this result looked correct as it did not fit the clinical picture. The sample was repeated on another cobas 8000 e 801 module and the result was greater than 11010.0 pmol/l. The result after an automatic dilution was 11948.0 pmol/l. There was no allegation of an adverse event. The reagent lot number was 252576. The expiration date was requested but was not provided. Other samples tested for estradiol around this time were repeated on the other cobas 8000 analyzer and the results were comparable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.